Event description:
Info was received that reported a pt was treated for infection. It was reported that the pt's infusion site was red, swollen, and itching after the infusion set was in >24 hours. The infusion set was replaced and the irritation persisted. The pt received topical antibiotics from her physician to treat a localized infection at the pt's insulin set infusion site. It was reported that the pt uses her upper thigh for her sites.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available, and is returned and evaluated, the MFR will file a follow-up report, detailing the results of the evaluation.